Event description:
A hospital in (B)(6) reported that there was leakage around the water feedset tube and the spike adaptor of an mr290 autofeed humidification chamber. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the returned complaint device was visually inspected. Results: the visual inspection found that insufficient glue had been applied between the connection of the feedset spike and feedset tube of the complaint device, causing it to leak. A lot check revealed no other complaints of this nature for this lot number. Conclusion: all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Our user instructions which accompany the mr290 state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." As part of our ongoing improvement, additional glue is now applied to the feedset spike during production. (B)(4).